Event description:
The physician reported that the facial droop, tachycardia, and voice alteration are not related to vns. The physician reported that voice alteration was not noted. The physician also reported that since the patient relates that when the device is off there are no voice changes, the device was programmed off; however, magnet mode stimulation was left on. The physician indicated it is unclear when and why the patient's complaints originated.

Event description:
The patient continues to complain of vocal issues. She indicated that she was seen by an ent. The patient indicated that the ent believed the wire may have gotten tugged during a neck surgery where a steel plate was placed in the patient's neck that may be causing the patient's issues. The patient also reported that she is experiencing vocal dystonia and gastroparesis. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient reported that she has facial droop which she resolves with her magnet. The patient also reported that she taped the magnet over the generator to disable device stimulation and she was no longer experiencing tachycardia. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician¿s office indicated that the patient has been treated for dystonia for a while at another clinic and it was not believed to be related to vns. The notes found that the patient was seen on (B)(6) 2016 and the vns was functioning as intended. Attempts to obtain additional relevant information have been unsuccessful to date.